Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Both the universal handle and femoral impactor broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint was found to be a duplicate report of 1818910-2017-13673. This report, 1818910-2017-12414, will be rejected to avoid duplication. Report 1818910-2017-13673 will be kept for investigational purposes.